Event description:
A customer reported that air bubbles were coming out of the infusion cannula when switched from air to fluid causing a vitreous hemorrhage. The surgeon clamped the cannula which rectified the problem. The procedure was completed with no further harm to the patient. It was noted that the cassette was not inserted correctly during the procedure.

Manufacturer narrative:
A sample has not been received for evaluation. A root cause has not been identified. (B)(4).